Event description:
It was reported that the pt experienced an overstimulation sensation. The pt felt pain, beginning on (B)(6) 2010, in the back which then moved to the right hip and leg, and to the lower right abdominal and right testicle. The pt complained of swelling in the testicles, on (B)(4) 2010, to the size of "a kiwi, maybe a little bigger." When the stimulation was turned off, the pt did not feel pain. But,the pt did experience pain at even the lowest stimulation setting. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).